Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical for evaluation. However, our investigation found that the device had been connected to a conscious patient. Our labeling for the device instructs the user to perform an analysis only on patients who are unresponsive, unconscious and with lack of pulse. Based on the information provided by the customer, this report has been attributed to user error. Analysis for reports of this type has not identified an increase in trend.